Manufacturer narrative:
The tech found the head end brake/steer linkage broken and the left foot brake caster not locking. The tech replaced the linkage and brake caster to repair the stretcher.

Event description:
Info received indicates the brake is not holding.